Manufacturer narrative:
E1 - address 1:(B)(6) the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: number of maximum cumulative uses reached, therefore scope error e217 was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope experienced scope error e217. The issue occurred during inspection for use. There were no reports of patient involvement.